Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: nauseated and cold sweats. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer called concerned with test results from results obtained of hi. Per the customer she thought she was running low on her blood glucose, was eating to bring up her blood glucose and it is now reading hi. The customer does not know her expected blood glucose test result range. The customer reported symptoms of nauseated and cold sweat; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in purse; per the customer does not expose to too cold or hot temperatures. The test strip lot manufacturer¿s expiration date is 03/24/2027 and per the customer the open vial date is 11/20/2025. The meter memory was not reviewed for previous test result history.